Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radiofrequency head would not plug into the programmer possibly due to bent pins, it was confirmed that there were bent pins on the cable. It was additionally noted that at current time it could not be tested nor repaired due to a lack of available parts. The device will be kept in service until the parts and manual are available. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not plug into the programmer due to possible bent pins. The rf head was returned for repair. There was no patient involvement.